Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is a medtronic 640g system that is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump marketed in the united states.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with normal operating current. No unexpected off no power anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and scratched case.

Event description:
It was reported that recurring power errors were detected on the customer's insulin pump. Customer stated it was requiring the battery be changed every day. Customer's blood glucose was not known. Nothing further reported.